Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.